Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and they had oozing at the access site. Blood products were administered. Additionally, the patient had ectopy with position changes. Echo was done on the impella and it was found that the pump did appear to be moving slightly in systole. Furthermore, there were placement signal not reliable alarms with absent ao and left ventricle placement signal. Support continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the access site bleed and the ectopy has been completed. The impella was returned for evaluation. Upon visual inspection, there were no abnormalities with the pump/repo unit and the introducer was not returned. Clinical details states there was a patient update that the access site was oozing. The oozing appeared similar to what nurses had seen from ECMO access sites previously. The root cause of the access site bleed was determined to be patient condition. Without additional clinical details, therefore, the root cause of the ectopy could not be determined. Clinical details state the patient's ldh increased, urine began to turn red, and a thrombus was suspected to be interacting with the impeller causing hemolysis. There were no data logs returned for investigation. Product return investigation showed a large degree of biomaterial wrapped around the impeller. The root cause of the hemolysis was determined to be biomaterial.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. Data logs were not returned for investigation. Returned product was found to have a light leak in the red handle on the catheter side. Additionally, at the joint between the red handle and catheter, the catheter had a major kink. The root cause of the optical signal issue was determined to be a damaged optical fiber line at the junction of the red handle and catheter, most likely due to excessive force. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. G1 updated with correct MDR reporting contact email. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-12647.